Manufacturer narrative:
Pending investigation. Concomitant medical products: 2029866 02-010-01-0350 - logic femoral ps cem right sz 5, 2165247 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, 2282126 200-02-38 - three peg patella 38mm, 2299985 204-34-02 - fluted stem extension 25l x 14 mm, 2248565 204-70-00 - tibial stem ext. Screw. Recall number: (B)(4).

Event description:
It was reported that a 61 yo male patient reported to the surgeon with instability and discomfort issues of the right knee. Patient had instability and a recall on the liner. The surgeon revised all the components on the right knee to a constrained condylar knee. Patient was revised to exactech devices size 4 right condylar constrained femur with 5mm & 10 mm distal augments 22x120 extension stem. 4f/4t tray with a 20 x 80 extension stem. The surgeon placed a large 32 thermal count and a 32 tibial ¿town¿, and a condylar constrained 4/19mm. There was no reported breakage of device or surgical delay/prolongation. It is indicated that the patient had bilateral knee replacement procedures, this suggests joint maladies. The patient was last known to be in stable condition following the event. The device is not available, as it was removed by patient¿s lawyer. No additional information is available.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s condition. H7: z-0021-2022.